Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "sensor error" message and was unable to obtain readings. As a result, customer experienced loss of consciousness, seizure, and was unable to self-treat, requiring third-party treatment dextrose gel (type/dose unspecified) and intravenous potassium chloride (dose unspecified) by a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.